Event description:
It was reported the pt experienced pain in the lumbar area down through the legs and feet. The hcp had been increasing the dose and had refills every week following a replacement. The pt stated the pain was "as bad as prior to having the device and they also used pain patches". Hcp was unable to draw drug back from cap and was concerned about the delivery of the drug. The hcp thought the catheter may be dislodged and decided to revise the catheter. At surgery, the catheter was able to be aspirated through the cap and it was seen that the catheter was not disconnected. The hcp decided that he wanted to replace the pump in case the pump had malfunctioned and the pt was already in surgery. No further outcome was reported.